Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) experienced an issue with their cleo 90 infusion set. The pwd stated that they noticed leakage at the infusion site only when administering a bolus. They reported that there were no visible issues with the infusion site or tubing; however, upon removing the infusion site, they felt moisture at the bottom of the adhesive. To resolve the issue, the pwd performed a full set replacement, including the cassette, tubing, and infusion site. The pwd retained the original infusion site. The event occurred while in use with patient. There was no patient injury.